Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with pimples, extended beyond the patch perimeter. The patient went to see a healthcare provider (hcp) and was diagnosed with cellulitis. The reaction was treated with a prescription of an oral antibiotics, cefalexin 500mg, 2 tablets 4 times a day. At the time of the report the patient was still in pain. No additional patient or event information is available.